Manufacturer narrative:
Was unable to prime during prime/delivery test. Received motor error alarm during the basic occlusion test due to faulty forced sensor resistor motor passed motor test. Unable to verify excessive no delivery alarm due to motor error alarm and prime fill anomaly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 377 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field as customer had an x-ray after snow mobile accident; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarm. Customer was advised that insulin pump would be replaced.